Event description:
A physician has had seven occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular patient had a phaco contaract extraction, in 2000. The pt subsequently developed what the surgeon describes as severe hypopyon 6 days post op: no secondary surgery was necessary. The surgeon does not believe these reactions are lens related.